Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and no longer functional. Reportedly, the screen was unresponsive because the customer fell down the stairs while wearing the pump. The customer's blood glucose level was 229 mg/dl. The contact confirmed that an alternate method of insulin delivery was available.